Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (274 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.